Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, cornea is reported to be healed and vision is good.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. With information above the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a recurrent erosion in a patient's left eye 5 months and 12 days post photo refactive keratectomy (prk). Patient reported waking up with sharp pain in eye and blurry vision. Upon follow up, recurrent erosion is secondary from prk per optometrist. Recurrent erosion is resolving. Patient is using sodium chloride hypertonicity ophthalmic solution, dietary supplement tablets, cyclosporine ophthalmic emulsion and artificial tears. Patient had a bandage contact lenses that was removed. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.